Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to intermittent outputs, loss of capture, and inappropriate shock. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 24 cm proximal to the lead tip. Only the distal lead fragment was returned for analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular in the distal area of the lead fragment, near the rv shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observations. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally deformations of the shock coils were noted. Distal to the svc shock coil the lead body was severely damaged and the conductor cables were pulled out of their lumens. These deformations most likely resulted from tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.